Event description:
--

Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory the device underwent detailed analysis. The device memory was reviewed. Noise could not be reproduced through analysis. During testing the device was able to sense pacemaker mediated tachycardia simulations and respond appropriately.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was undergoing a heart catheterization procedure due to worsening heart failure. The physician believed that the patient may have been in prolonged pacemaker mediated tachycardia (pmt) during the procedure as the patient was being paced at 130 which was the maximum tracking rate. The patient was in atrial fibrillation at the time and no field representative was present during the procedure. The physician requested a mode change to vii 80 until the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The patient was checked and no pmt was present. It was unclear if the physician thought that the pmt contributed somewhat to the worsening of the patient's heart failure. This pacemaker was explanted and a crt-d was successfully implanted.